Event description:
Arjo has been notified about an event involving a carendo shower chair. It was reported by the customer facility¿s clinical nurse consultant (cnc) that a resident died after she fell out of the carendo. The resident was hospitalized, but it is unknown what injuries were sustained. The cnc initially contacted arjo to enquire about seat belts for this device. The exact date of event is unknown, but may have occurred 6-8 weeks before arjo was notified about it.